Manufacturer narrative:
Addendum (12-aug-2015): additional information was provided by the affiliate. There were no anomalies noted to the box, pouch, hoop, or balloon sleeve and during prep of the device. There was no difficulty removing the balloon sleeve. It is unknown what guide wire was used for the case and if it was kept hydrated at all times. There were no kinks noted on the device prior to use. It is unknown if there were stents present within the treatment site or tracking path. It is also unknown if there was difficulty advancing the guidewire and device to the target lesion. The device was removed in one piece from the patient. It is unknown if the device was removed easily from the patient and if the patient experienced any complications as a result of the failure with this device. It is also unknown if force was required when using the device. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the subclavian artery, it was reported that a 10mmx4cm 80 powerflex pro pta balloon was delivered to the target lesion but ruptured at four atmospheres (atm) at its initial dilatation. It was removed from the patient and another new balloon was used instead to successfully complete the procedure. There was no patient injury reported. The lesion had heavy calcification and mild tortuosity. There was 90% stenosis in the lesion. After the guidewire crossed the lesion, the powerflex pro was delivered to the target lesion. However, the balloon ruptured during its initial dilatation. There were no anomalies noted to the box, pouch, hoop, or balloon sleeve and during prep of the device. There was no difficulty removing the balloon sleeve. It is unknown what guide wire was used for the case and if it was kept hydrated at all times. There were no kinks noted on the device prior to use. It is unknown if there were stents present within the treatment site or tracking path. It is also unknown if there was difficulty advancing the guidewire and device to the target lesion. The device was removed in one piece from the patient. It is unknown if the device was removed easily from the patient and if the patient experienced any complications as a result of the failure with this device. It is also unknown if force was required when using the device. The device was not returned for analysis. Review of lot 15857875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification and 90% stenosis) may have contributed to the reported burst. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6).

Event description:
During a percutaneous transluminal angioplasty (pta) of the subclavian artery, it was reported that a 10mmx4cm 80 powerflex pro pta balloon was delivered to the target lesion but ruptured at 4 atmospheres (atm) at its initial dilatation. It was removed from the patient and another new balloon was used instead to successfully complete the procedure. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The patient was a male. The lesion had heavy calcification and mild tortuosity. There was 90% stenosis in the lesion . After the guidewire crossed the lesion, the powerflex pro was delivered to the target lesion. However, the balloon ruptured at 4 atm during its initial dilatation.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Review of lot 15857875 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.